Event description:
It was reported that during the emergency angioplasty procedure, the unspecified guide wire became stuck in the 2.5 x 18 mm mini vision stent delivery system. The devices were removed as a single unit. There was no adverse patient effect and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove and difficult to position the device were confirmed. The investigation determined that a conclusive cause for the reported difficult to position the guide wire could not be determined; however, the reported difficult to remove appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The cross-it guide wire mentioned is filed under MFR report# 2024168-2015-03417.

Event description:
Subsequent to the initial report, the following information was received: the unspecified guide wire was identified as a cross-it guide wire. The devices became stuck during advancement.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.